Manufacturer narrative:
Additional information: although the customer indicated that the tip of the cartridge was not damaged or cracked, based on the photo evaluation, the cartridge tip can be observed to be damaged with the damage extending to the cartridge tube. It was also reported that no additional maneuvers or instruments required to implant or remove the lens from the patient's eye. It was stated that the the cartridge had patient contact, but the lens never came out (it was stuck). No suspect product has been received; however, customer photos were provided and evaluated. The lens can be observed on the handpiece tray, and no issues could be identified. Due to no product received, no further evaluation could be performed. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jun 12, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed and found the plunger rod fully retracted with viscoelastic residue observed throughout the cartridge. Stress marks were observed on the cartridge tip, and the cartridge tip was torn and damaged; the damage extended to the cartridge tube. No issues were observed with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was removed from the tape and cleaned; inspection revealed that the lens was damaged and one haptic was damaged. The complaint issue "cartridge tip cracked/damaged" was identified during the evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "delivery issue" was not identified during the evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to feb 14, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: initial reporter establishment name: unknown, information not provided. Section e1: initial reporter's address, city, state and zip code: unknown, information not provided. Section e1: phone number: (B)(6). Section h3: (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The doctor reported issues with a monofocal toric intraocular lens (iol) during surgical procedures, specifically noting that the lens gets stuck in the mouthpiece of the cartridge. Photos provided by the account showed cartridge tip damage. The affected eye was the right eye. No medical/surgical intervention was necessary and no surgical intervention in future is planned. No further information was provided.